Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation has the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported patient underwent a left hip revision approximately 8 years post implantation. Approximately 9 months post revision surgery, x-rays were taken and patient is noted to have wear of the poly liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.